Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It has been reported, the patient has not used and charged her scs system in a few months. The patient is currently without stimulation as she has been unable to initiate communication between the ipg and both the charging system and the patient programmer. A replacement charger was sent to the patient but did not resolve the issue. Surgical intervention will be undertaken at a later date to address the issue.